Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypoxia associated with the oxygen saturation drop was due to the shunting. The cause of the reported perforation (atrial: percutaneous intervention) associated with the right to left shunting could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a perforation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was successfully implanted, reducing mr to 1-2. After removal of the steerable guide catheter (sgc) a right to left shunt and a decrease in oxygen saturation (spo2) were observed. Therefore a plug was inserted to treat shunt, and the spo2 returned to normal. There was no clinically significant delay in the procedure. No additional information was provided.